Event description:
It was reported that the epidural catheter was placed for routine obstetric use and functioned properly. A "crna" student encountered resistance when attempting removal. With continued efforts to remove the catheter, a separation occurred and a piece remains indwelling. There were no reported pt complications and no plans for intervention at this time.